Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35 mm navitor vision valve was successfully implanted in a patient using large flexnav delivery system. A pre-dilation was performed using a 28 mm non-abbott device. It was noted a few seconds after release, that the valve migrated downward deep into the left ventricular outflow tract, with a final left and right coronary implant depth of 20 mm. The non-coronary cusp implant depth at 80% deployment and prior to migration was 5 mm. There was sufficient calcium to allow anchoring of the valve. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. It's noted that the valve was re-sheathed more than twice during procedure. At final deployment the implanter ensured the delivery system (ds) is in neutral position/to slight forward pressure and pulled the guidewire to a midventricular position to deflect nosecone. All 3 retainer tabs have successfully released using two different views. There was no entanglement with the ds and navitor while removing of the ds after final deployment. The patient had an aortic valve angle was 47 degrees. The implanter did check for non-uniform expansion. The migration resulted in a perivalvular leak of the valve, but did not block any coronary artery. There was no attempt to snare or re-position the valve. The decision was made to implant a second 29 mm non-abbott device within the 35 mm navitor vision valve. The valve-in-valve procedure was able to seal the pvl there were no adverse patient effects reported. The cause of the valve migration is attributed to difficulty getting coaxial alignment with trying different maneuvers. The patient was in stable condition and discharged at the time of report.

Manufacturer narrative:
An event of device migration, perivalvular leak (pvl), and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl appears to be due to device migration. However, the cause of the reported device migration, could not be conclusively determined. It is possible procedural conditions contributed to the reported event. However, this cannot be confirmed. The reported surgical intervention was a result of case specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instruction for use (IFU), (B)(6) rev. B, ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿